Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was found not breathing by their wife. They were subsequently hospitalized, with the patient having flatlined twice. The patient required a temporary pacemaker. This device remains in service. No additional adverse patient effects were reported.